Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The device had cracked case at display window corner, reservoir tube lip, minor scratched display window, and cracked belt clip slot.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the customer's insulin pump are only intermittently responsive. His or her blood glucose was unknown at the time of reporting. The customer was advised to revert to a back up plan. The insulin pump is being returned. No additional information was reported.